Event description:
It was reported by healthcare professional, checked before use and found no scale. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw0686 showed no other similar product complaint(s) from this lot number.